Event description:
It was reported that during implant attempt, there were unacceptable thresholds, sensing and positioning difficulty, as well as apparent lead fracture. The lead was removed and a different lead was used. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed; no anomalies found. Blood/body fluid was present on the distal conductor, on the outer tubing overlay, and in/on the helix mechanism. The outer insulation and the outer tubing overlay were breached cut; damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.